Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence, suffering, disability, impairment, loss of enjoyment of life, loss of consortium, discomfort, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.